Event description:
The advocate stated that the customer tested her blood glucose and received a reading of "hi" using her contour meter. The advocate did not feel the customer's glucose was that high, but the customer adjusted her insulin based on the reading. The customer's glucose was retested after she took insulin and the reading was 49 mg/dl. The customer was also symptomatic for hypoglycemia. No outside medical attention was required, but the customer was given juice, glucose tablets and something to eat in order to raise her glucose. The advocate refused to troubleshoot the meter and test strips. The meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.